Event description:
Pt was found lying in bed with dual lines of tesio catheter broken and with bleeding from both ports. The pt was cyanotic, tachycardiac, and tachypneic. All parts of the catheter present. Suture attached to the blue port but pulled out of the skin. The blue line was broken off at the base of the line and approx 3" from that point. The red line was broken at approx 1 1/2" from base. All edges of both lines are irregular. The pt was stabilized and discharged in 4 days from the facility. The catheter was not removed. The lines were recapped with sterile caps from another kit.